Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At end of case metal shaving found on straight saw attachment. Upon inspection screw also missing from inside of mics collar. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that at the end of the case metal shaving found on straight saw attachment and upon inspection screw was also missing from inside of mics collar. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Nc 1694916 has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot: k0a3a and all 25 devices were accepted into final stock on 9/13/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: k0a3a shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA: 1452931.

Event description:
At end of case metal shaving found on straight saw attachment. Upon inspection screw also missing from inside of mics collar. Case type: tka.